Event description:
The customer reported that their patient information center ix (pic ix) was displaying a yellow heart rate alarm when it should have been a red alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.